Event description:
It was reported that there was an issue with product nt411r - cup insertion instr.w/thread m8x1 cvd. According to the complaint description, during a total hip arthroplasty (tha) procedure, a screw had remained on the back side of the acetabular cup. The impactor had been used with some difficulty and had shown an abnormality after use. After the incision was closed, an image of the area around the acetabulum revealed a metal fragment (screw). Direct postoperative intervention for screw removal was carried out, and the acetabular cup was removed and replaced. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - device return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: the complained product was made available for investigation. The instrument was received without the broken pin as well as the cardan joint. The investigation included a visual and microscopical analysis. During the product investigation it could be determined that the bolt/pin of the cup inserter which holds the cardan joint in position is broken. The breakage surface shows no material deviations like blowholes or other foreign material inclusions. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also, after meaningful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.